Event description:
On january 22, 1998 oec medical systems inc., received a report of an unintended production of x-rays on oec model 9600 series c-arm. During a procedure, the system produced unintended x-rays when to save button from the hand control switch was engaged. System operator engaged emergency off switches. Field service engineer was able to diagnose the malfunction. Fse repaired system, tested/inspected and returned system to current specifications. Hosp reported no adverse event, death, or serious injury.